Event description:
It was reported that during middle cerebral artery mca bifurcation aneurysm case. When using subject guidewire to super select, the tip of subject guidewire fractured during adjustments. Broken fragments of the subject guidewire were removed slowly from patient anatomy using middle catheter. Replaced the subject guidewire with another one to deliver successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the guidewire was noted to be kinked/bent 190 cm from the proximal end. The guidewire was noted to be broken/fractured to the nitinol tube and core wire with stretching noted to the platinum coil approx. 194cm from the proximal end. The guidewire ptfe polytetrafluoroethylene was seen to be peeling approx. 94cm from the proximal end. The core wire distal end was observed through the distal tip dome. Functional inspection was not required. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported guidewire broken/fractured during use was confirmed during analysis. The device failed to meet specification when returned for analysis. It was reported that when using a synchro2 to super select, the tip of guidewire fractured during adjustments. Additional information provided by the customer indicated that the device was prepared for use as per the directions for use, the device was confirmed to be in good condition during preparation/prior to use on the patient, continuous flush was set up and maintained throughout the clinical procedure and the patient's anatomy was severely tortuous. The wire was torqued to overcome the resistance. Analysis of the returned device confirmed that the distal end of the guidewire had been fractured, there was also kinking noted to the guidewire. The ptfe coating was noted to be peeled. It is probable that the tortuous nature of the patient's anatomy may have caused difficulties during manipulation of the guidewire and the subsequent torquing of the wire to overcome resistance is likely to have caused the guidewire to fracture during use. An assignable cause of procedural factors will be assigned to the as reported guidewire distal tip broken/fractured during use, and to the analyzed guidewire distal tip broken/fractured during use and guidewire kinked/bend as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. It is likely that the guidewire ptfe coating was damaged due to interaction with the torque device during use or during removal of the torque device post procedure. An assignable cause of procedural factors will be assigned to the analyzed guidewire ptfe coating peeling.

Event description:
It was reported that during middle cerebral artery mca bifurcation aneurysm case. When using subject guidewire to super select, the tip of subject guidewire fractured during adjustments. Broken fragments of the subject guidewire were removed slowly from patient anatomy using middle catheter. Replaced the subject guidewire with another one to deliver successfully. No clinical consequences were reported to the patient due to this event.